Event description:
Report received of a tubing disconnection, resulting in a non-delivery. The patient was receiving magnesium sulfate 2 grams in a 50cc bag at a rate of 50cc/hr for pregnancy induced hypertension. The infusion was initiated at 400am. At approximately 600am, the rn noted that the patient was no longer connected to the IV pump, and the fluid was infusing into the patient's bed. The customer reported that "there was nothing wrong with the tubing." A serum magnesium level was drawn after the discovery of the event. That lab result was unspecified, but was reported to be therapeutic, and the physician did not restart the magnesium sulfate infusion. There were no reported adverse patient effects. Though requested, no further information was received.